Manufacturer narrative:
One probe sample was returned for evaluation for the report of the probe not cutting during the surgery. The returned sample was visually inspected and deemed nonconforming. The cutter was in the closed position in the port. Foreign material was also present on the port. Actuation testing was performed and deemed nonconforming. The cutter did not move and remained in the closed position. Cut testing could not be performed due to no cutter movement. The probe was disassembled and the components inspected. There was approximately 0 to 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that at the beginning of the probe being used the adhesive bond failed causing the inner cutter to become detached from the coupling. An investigation has been completed and action has been implemented to lower the frequency of probe complaints. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that vitrectomy probe did not cut and the irrigation stopped at the moment of surgery. Additional information and product sample have been requested. Upon follow up the customer informed that product was replaced and the procedure was completed.

Manufacturer narrative:
Product samples for the probe and pack were not returned for evaluation for this report; therefore, the condition of the product could not be verified. A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because a sample was not returned by the customer and the device history record review associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown. The manufacturer internal reference number is (B)(4).